Event description:
A decline in patient's hearing performance was reported by the parents. No trauma is known. Re-implantation was carried out on (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the pt report. This is a combined initial and final report.